Event description:
Caller reported intermittent cartridge alarm 20s during a pumping session. There was no adverse impact to customer blood glucose level. Customer will use multiple daily injections as a backup therapy to maintain insulin delivery.